Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level tend to rise after 48 hour use of the supplies. A bolus was delivered to address the bg level. The customer performed a pump system check and no device issues were found. Tandem technical support recommended the customer discuss the high bg event with a healthcare provider.